Event description:
It was reported that during a procedure of the mildly calcified, distal circumflex artery, the xience nano was attempted for direct stenting through a previously implanted mid circumflex artery lesion but could not advance. The stent delivery system was removed from the vessel but the stent had dislodged and could not be located in the anatomy. There was no reported treatment; the stent remains in the anatomy. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no predilatation; through stent struts. Evaluation summary: evaluation of the returned rx xience stent delivery system (sds) noted blood visible on the shaft and balloon and in the guide wire lumen and contrast in the inflation lumen and on the shaft, consistent with preparation and the sds advanced into the patient anatomy. The stent implant had dislodged from the balloon and was not returned, confirming the reported dislodgement. The balloon had relaxed folds. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a kink and multiple bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the mildly calcified lesion was not pre-dilated which likely contributed to the reported difficulty. It should be noted the xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU) states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Additionally, it was reported the xience sds was attempted to be advanced through a previously placed stent. The IFU warns: although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. An interaction with the previously deployed stent during the attempt to cross may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the stent or sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulty. Subsequent manipulation of the sds would have then led to the stent dislodgement. The dislodged stent was unable to be located in the patient anatomy. As a search of the lot history record indicated no non-conforming material reports for the lot related to the incident and a search of the complaint database indicated no related incidents, there is no indication of a lot specific product quality deficiency. In summary, based on this investigation, there is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. All stent delivery systems are visually inspected for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.